Event description:
It was reported that the pump exhibited a cracked cap threading and was no longer able to hold the cap on. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No relevant service history. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.